Manufacturer narrative:
The pump was received with intermittent button response during testing due to corroded keypad traces. No button error alarms were noted. The pump was also received with a cracked case on the display window corners, minor scratches on the lcd window, a cracked reservoir tube lip and a cracked belt clip slot. No moisture damage was noted on the motor assembly or electronic assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that they received button error alarm. The customer's blood glucose was unknown at the time of incident. The customer stated that the insulin pump was exposed to moisture. The customer stated that they found failed battery test alarm in the alarm history. The customer also stated that there were times that the insulin pump would not turn on. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.